Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that vancomycin was discontinued after14 days. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. Ten days after the peritonitis onset, the patient was hospitalized. The same day as peritonitis onset, the patient was treated with injection vancomycin (1gm, stat, intraperitoneal, one dose) and injection amikacin (stat, intraperitoneal, one dose). Ten days after the peritonitis onset, the patient was treated injection vancomycin (1gm, every 4 days, intraperitoneal, ongoing) and injection amikacin (once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.